Event description:
Coiling treatment of an aneurysm. It was reported the coil detached while advancing inside the catheter. Physician was able to pushed the coil into the aneurysm with a guidewire. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event.